Event description:
It was reported that during a total vaginal hysterectomy procedure, the device was loaded with a white cartridge and closed on tissue. The articulation knob broke off the device after closure. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged articulation gear teeth. Evaluation summary: the analysis showed that the device was received with the articulation lever detached and with the articulation gear teeth broken. The device was received with a reload loaded in the device; the reload was received fully loaded with staples. The returned device was found to be non functional as the channel was extended from the tube; however, the returned reload was tested for functionality with a test device and it fired conforming. While no conclusion could be reached on how the articulated mechanism and the channel became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification prior to distribution. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.